Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient had not received the infusion as intended, despite the rate being correctly set. The infusion had not been administered, and the bag had remained full. The continuous infusion rate had been set at 10 ml/hr, with a starting reservoir volume of 240 ml and a remaining volume of 240 ml. The air detector had been turned off, while the upstream sensor had been turned on. The lock level had been set to 2. The patient had not been medically affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.